Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2003; 507658 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced brief periods of asystole. The right ventricular (rv) lead exhibited noise and pacing inhibition. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.